Manufacturer narrative:
Device evaluation summary: the fse evaluated the device while onsite. Resolution and disposition: the fse replaced the da to mc cable to address the reported problem and installed the bracket. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure; while troubleshooting, the da pcba adc reference failed. The customer reported there was no patient involvement.